Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported hospital visit and diabetic ketoacidosis. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
On (B)(6) 2026, the parent of a pediatric patient reported that the patient required medical attention due to significantly elevated blood glucose levels, reportedly reaching 470 mg/dl, and elevated ketones while wearing a pod on the arm for approximately 4 to 24 hours. The parent reported the patient experienced vomiting and subsequently received a diagnosis of diabetic ketoacidosis. Treatment reportedly included intravenous (IV) fluids and an IV insulin drip. The parent stated the hospital visit lasted approximately 6 hours, and the patient was discharged on the same day. The parent confirmed the cannula was inserted during wear and denied observing redness, swelling, or insulin leakage at the pod site. Following pod removal, the parent reported the cannula did not appear normal, noting the presence of blood from the cannula.